Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device confirmed the reported wear. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary . Examination of the submitted device confirmed the reported wear. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rubber o-ring at the shim-attachment holes wears off and rubber parts fall off during surgery. No surgical delay.